Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation, but performance data collected from the device was analyzed. The battery voltage taken on (B) (6) 2009 was 2.92v in the overnight reading and 2.62v in-office with telemetry. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported the battery measurement was 2.62v which was "lower than expected." The caller stated the physician will probably not replace the device yet. There were no patient complications as a result of this event. The device remains implanted, the patient will be monitored closely for three months, and enrolled in carelink.

Event description:
It was reported the battery measurement was 2.62v which was "lower than expected." The caller stated the physician will probably not replace the device yet. There were no patient complications as a result of this event. The device remains implanted, the patient will be monitored closely for three months, and enrolled in carelink. The device later reached eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the actual device was not received for evaluation, but performance data collected from the device was analyzed. The battery voltage taken on (B)(4) 2009 was 2.92v in the overnight reading and 2.62v in-office with telemetry. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) performance data collected from the device was analyzed. The battery voltage taken on (B)(4) 2009 was 2.92v in the overnight reading and 2.62v in-office with telemetry. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported the battery measurement was 2.62v which was "lower than expected." The caller stated the physician will probably not replace the device yet. There were no patient complications as a result of this event. The device remains implanted, the patient will be monitored closely for three months, and enrolled in carelink.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation, but performance data collected from the device was analyzed. The battery voltage taken on (B)(6) 2009 was 2.92v in the overnight reading and 2.62v in-office with telemetry. Event assessment has determined that report of potential malfunction may result in unnecessary explant.